Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The returned screw is broken mid shaft. The headed portion with a few threads was returned for evaluation. Visual examination is consistent with product complaint. The cannulation, head profile, thread major diameter and thread minor could not be accurately measured. Although there are threads present there are not enough remaining threads to measure with confidence. Since all the relevant features could not be checked due to damage and no lot number was provided this complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that during an ankle fracture procedure, surgeon was inserting the screws into the ankle and the screws broke below the screw head. The broken screw heads were retrieved. The screw shafts remains in the patients ankle bone. Surgeon completed the procedure with no further problems. No adverse effect to the patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.